Event description:
It is unknown of the mi was associated with the target vessel.

Manufacturer narrative:
(B)(4): evaluation results: (mi).

Event description:
A 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid lad of a patient (ref MFR# 2953200-2011-00241). During procedure the patient also received two 3.0mm diameter x 30mm length (ref MFR# 2953200-2011-00243) and a 3.0mm diameter x 15mm length (ref MFR# 2953200-2011-00244) endeavor sprint rx in the proximal cx. No issues were reported during stent deployment; however, it was reported that the patient had an mi one day post implant of the relevant stents. It was also reported that the patient had genital-urinary bleeding one month post implant of the relevant stents. No other clinical sequelae were reported.